Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 14dec2017. The review was performed from the date of manufacture to the present date 01jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the patient wants the IV pump examined because his ptt was critical. The patient wants to make sure that the pump did not malfunction and give him more heparin than was ordered. The patient started oozing blood from all IV sites, a bad headache and ringing in his ears. The nurse reported this to the physician who did surgery recently to remove thrombi from the patients legs. There is no further information at this time. There was patient involvement and harm reported.

Manufacturer narrative:
Initial reporter addr: (B)(6). Initial reporter facility name: (B)(6) hospital. The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient wants the IV pump examined because his ptt was critical. The patient wants to make sure that the pump did not malfunction and give him more heparin than was ordered. The patient started oozing blood from all IV sites, a bad headache and ringing in his ears. The nurse reported this to the physician who did surgery recently to remove thrombi from the patients legs. There is no further information at this time.. There was patient involvement and harm reported.